Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump alarmed no motor movement alarm. Customer stated that the insulin pump had blank display. Customer was able to clear the alarm but was not able to rewind the insulin pump. No harm requiring medical intervention was reported. Troubleshooting was performed, the customer will discontinue the use of device.

Manufacturer narrative:
The health effect - impact code and component code that was provided with the initial report was incomplete. The complete information has been included with this report in h6 section.

Manufacturer narrative:
The pump passed the self test and active current test. The pump failed the sleep current test. Pump error 38 appeared during testing. The pump failed the rewind test due to a reoccurring pump error 38. Test p-cap and reservoir locks properly into the reservoir compartment. Unable to perform displacement test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to reoccurring pump error 38. Successfully downloaded pump history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No unexpected battery alerts, alarms or anomalies were noted during testing or in the pump history files and traces. Pump error 38 is confirmed in the pump history files and traces on event date of 02-may-2022 at 6:10:58 am. Pump was cut open to perform visual inspection and found moisture damage on pcba 1, pcba 2, the lithium battery, and the battery tube. The gearbox was also found to be jammed. The following were noted during visual inspection: scratched case, cracked case (battery tube), cracked case-corner of belt clip rails, missing display window cover, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, keypad overlay texture damage, overlay scratch, corroded battery tube, battery tube threads ¿ cracked, and label damage. Blank display was not confirmed. Pump error 38 was confirmed due to gearbox jammed. High sleep current was confirmed due to moisture damage on the electronic assembly. Moisture damage was confirmed on pcba 1, pcba 2, lithium battery, and the battery tube. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.